Manufacturer narrative:
Concomitant medical products: 4015 lead, implanted: (B)(6) 2002, 419478 lead, implanted: (B)(6) 2006, dtma1d1 ICD, implanted: (B)(6) 2019, 4087 lead, implanted: unk. The initial reported event of inappropriate shock with evidence of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received multiple inappropriate shocks. The right ventricular lead demonstrated oversensing, high pacing thresholds, and increased pacing impedance measurements indicative of a possible lead fracture. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. It was further reported that the right ventricular (rv) lead exhibited high/undefined impedances on the superior vena cava (svc) and high voltage coils. The alert threshold was reprogrammed, and the coils remain in use. No further patient complications have been reported as a result of this event.